Event description:
Additional information was provided that the patient is scheduled for replacement for battery depletion. Notes from (B)(6) 2020 indicated that the patient has not had an electric shock feeling since (B)(6) 2019. The patient's vns has been disabled for the past two months and had one seizure during that time. The patient's battery is low and lead impedance okay. The patient previously tried to see a neurosurgeon for the shock pain, but the neurosurgeon did not treat vns patients. Patient had prophylactic replacement surgery. The explanted device has not been received for analysis to date.

Event description:
Information was received that the physician wanted to turn off the patient¿s device because ever since the patient was in a car accident in (B)(6) 2019, he has been experiencing a "jolt" from his device in his neck. The doctor tried to adjust settings but they decided to disable the device today and send him to the neurosurgeon. She was told to disable the device the normal and magnet output currents should be programmed to zero. With the available information it is unclear if the patient is planned for surgical intervention for the reported adverse events. No additional information has been received to date.